Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was found blocked and medicine cannot be injected into the patient for painless labor.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was blocked. The customer returned one snaplock adapter w/clip and one epidural catheter. The returned components were received connected. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Adhesive residue is present on the catheter body exterior and biological material can be seen between the inner coils. Also, the extrusion and the coil wire are stretched at the distal end. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter using a ruler (10171599). The returned catheter extrusion measures approximately 120.4cm. The extrusion and coils appear to be stretched at the distal end of the catheter. This is why the catheter is well beyond outside of the specification of 88.5-91.5 cm per graphic kz-05400-002 rev. 09. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 7.4ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The reported complaint of the catheter being blocked could not be confirmed based on the sample received. The catheter showed signs of stretching at the distal end. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. Although, the distal end of the returned catheter was stretched, during functional inspection, the returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Event description:
It was reported that the catheter was found blocked and medicine cannot be injected into the patient for painless labor.